Event description:
It was reported that the arctic sun device was sent to biomed for alarm 113 (reduced water temperature control). It was determined that the device had a failed mixing pump. Per follow up information received via task on 18mar2025, spoke to biomed who confirmed the mixing pump would be replaced onsite and was uncertain about patient use or what floor the device came from.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-08479. Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent to biomed for alarm 113 (reduced water temperature control). It was determined that the device had a failed mixing pump.